Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), hypotension and weakness are listed in the instruction as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The reported patient effect of bradycardia is listed in the product instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after xact stent deployment in the right internal carotid artery, the patient experienced hypotension which was treated with two doses of neosynephrine and a dopamine infusion. Additionally, post stenting procedure, the patient experienced a cerebrovascular accident with left upper and lower extremity weakness. MRI of the head on (B)(6) 2011 revealed less than 6-mm right posterior right subinsular cortex defect with 2 sub 5-mm areas of equivocal defect in the right cerebral cortex. The patient was treated with aggrenox. The patient's condition is continuing but improved. On (B)(6) 2011, the patient was discharged to a long term care facility for rehabilitation and further weaning of the dopamine infusion. Though requested, there was no additional information provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that during the index procedure after stent deployement, the patient experienced bradycardia when heart rate reached 77 and resolved with one dose of atropine. Additionally, at the patient's 30 day follow up visit, motor and speech deficits were resolved. There was no additional information provided.